Event description:
It was reported that the patient experienced ongoing issues with pump site healing. The patient was scheduled to explant the pump, instead he decided to do one more site revision and see how the patient responded. Following the revision things were going okay and the site appeared to be healing. The patient was getting good symptom relief with a combination of compounded baclofen and morphine. The device was later returned for disposal only. It was noted that the device was replaced. No patient outcome was reported.

Manufacturer narrative:
Results code refers to the catheter. Final device analysis of the pump revealed no anomaly found - normal device function. Final device analysis of the catheter revealed no anomaly found, acceptable catheter testing.